Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for an internal battery depleted alarm condition. The device was returned to a third party service center for evaluation. The customer's complaint was confirmed. The device's internal battery was charged to address the issue. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.